Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized and was eventually admitted into the intensive care unit (ICU) with diabetic ketoacidosis (dka) on an unspecified date. The patient's blood glucose levels were not provided. The patient woke up and found that the pod fell off the infusion site (arm), causing the cannula to dislodge. No details about the symptoms, treatment and the patient's discharge date were provided. Follow up attempts to the reporter have been made, however, they were unsuccessful and therefore, information is limited.